Event description:
Pt was scheduled for a laparoscopic tubal banding. At least six pairs of tubal occlusion bands broke during the procedure. The procedure was converted to a minilaparotomy for purposes of tubal ligation. The sales representative was notified.